Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. The patient was experiencing oversensing. During the invasive procedure an insulation break was found at the terminal end. A new rate sensing lead was implanted.